Event description:
Reporter indicated that the site was not able to unplug their laptop from the ac outlet because the laptop would turn off. The laptop battery would not charge, or hold a charge. All attempts to have the device returned for analysis have been unsuccessful to date.